Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio performed unrelated repairs and after observing proper operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device would intermittently show a white display when powered on. The white display is indicative of a device lock up and the device may not be able to deliver defibrillation energy if needed. There was no patient use associated with this event.